Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of teflon pad damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the teflon pad was burned with metal exposure. The intended procedure was successfully completed using a different thunderbeat device. Furthermore olympus was informed that no device fragment fell into the patient. No medical or surgical intervention was needed. There was no patient injury reported.

Manufacturer narrative:
The device was tested using olympus test equipment; device was tested on as received condition, found biomaterial on the grasping section of the device. The teflon pad was severely worn, melted and curled up exposing metal. Probe check was performed and device passed the probe check. The distal end of the probe was inspected under a microscope and found charred stains on the probe.